Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on investigation findings, the root cause of reported event was traced back to wearing and tearing of internal component of the heater/cooler stirrer motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched the customer and it was observed the device covers the patient tank circulating motor would not run on power up. The circulating motor was replaced and tested post repair okay. Device vacuum test completed satisfactorily. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during maintenance, the 3t heater cooler displayed e05 (the patient circuit stirring mechanism will not start, it does not take in enough power) and will not run the patient pumps. There was no patient involvement.